Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What symptoms lead to the device removal? When did the symptoms start occurring? What was the date of implant?

Event description:
It was reported that the patient had an explant of an lxmc15 linx device on (B)(6) 2018, due to persistent extra esophageal symptoms, not related to gerd. The entire device was removed from the patient with no observations from the doctor. The patient still has a recurrent cough, not related to gerd. The same doctor performed the implant and explant.